Event description:
It was reported that the pta balloon ruptured on the second inflation. There was resistance removing the pta balloon dilatation catheter through the sheath and therefore, the balloon catheter and introducer sheath were removed together. Another introducer sheath and pta balloon dilatation catheter were used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The device was returned for eval. The sheath was not returned with the sample. The catheter shaft did not exhibit any kinks. It was reported that there was a crack at the adhesive portion of the balloon. However, there was no crack observed upon inspection. Upon inflation, no bubbles were seen exiting the balloon. The balloon was then inflated to rbp (30 atms) with water twice and no leaks on the balloon, catheter shaft, bifurcate, or hubs were observed. The sheath compatibility was tested using an in-house 6f introducer sheath and the balloon was able to advance and retract through the sheath with no issues. The device was returned without the original introducer sheath. The complaint investigation is inconclusive for retraction issues as the original sheath was not returned; however, it is unconfirmed for balloon rupture. It should be noted that the device passed the sheath compatibility test under laboratory conditions with the appropriate sheath size. The definitive root cause for the reported event is unk. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.